Manufacturer narrative:
The device was received by the manufacturer for investigation. The complaint was verified. The loctite seal in the handswitch broke, causing the handswitch to slip.

Event description:
It was reported that the handpiece runs in safe mode. This was discovered prior to the case. There was no patient involvement and no reports of adverse consequences associated with this event. The procedure was successfully completed with a back up device.